Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by our sales rep that while the shaver was plugged in at the beginning of the case, immediately as it was plugged in, the pump began beeping, and the shaver would not function. Replaced the shaver and continued on. There is no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary: the device was sent to the service center for repair. Per service manual operational and diagnostic analysis confirmed the reported functional issue. Device disassembled and decontaminated as per the service manual during initial evaluation. Replaced the motor, keypad pcb, and buttons as identified in the investigation to address the reported issue. Replaced seals and screws per service manual. Performed decontamination of spare parts per the service manual prior to placement into the device. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. This complaint can be confirmed. A review of the device history record indicated that the batch of products was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for the serial number of this device that was released to distribution. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).